Manufacturer narrative:
The received device had the cannula assembly deployed. Cracks were observed on the top and bottom housing. It cannot be conclusively determined if these cracks affected the function of the device. Corrosion was found on the pcb and batteries, and all battery voltages were measured much lower than expected. A leak test was performed and found a leak in the unexposed portion of the soft cannula, contributing to the corrosion that occurred. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 23 mmol/l (414 mg/dl) while wearing the pod on the abdomen between 4 and 24 hours. A manual insulin injection of 4 units using a pen was administered to treat the hyperglycemia.